Manufacturer narrative:
The handpiece cord will not be returned to the manufacturer for investigation. A product return was requested, but the account stated that the product has been discarded. The reported condition of the device causing a run-on condition during usage cannot be confirmed without the product being available for evaluation.

Event description:
It was reported that the handpiece cord caused an attached device to continue to run on its own while the equipment was being tested during an on-site maintenance visit at the account. There was no patient involvement. There were no adverse consequences reported as a result of this event.